Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).

Event description:
The customer reported an estradiol reagent pack was loaded on the instrument, but it was not registered on the system's inventory involving access 2 immunoassay system. During troubleshooting, it was discovered the customer did not scan the estradiol reagent pack when loading it onto the instrument. Beckman coulter customer technical support assisted the customer in retrieving the incorrectly loaded reagent pack and ensuring the reagent inventory was correct. The customer stated no erroneous patient results were generated. The instrument was in normal operation.